Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was checked prior to implant but did not operate at all.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit not powering on was confirmed with the returned mobile power unit (serial # (B)(6)). The mobile power unit (mpu) was connected to the power outlet and did not power on. The issue was isolated to the power supply subassembly. Electrical measurement of the power supply subassembly revealed an opened circuit condition with the circuitry that supplies power to the mainboard subassembly. Visual inspection revealed the solder on the pin did not appear to cover the electrical pad. The opened circuit condition was isolated to a contact issue between the solder and the electrical pad. Manipulating the solder resulted in the test unit to power on and boot up as intended. A manufacturing task was opened to investigate the issue further, which the analysis determined the root cause is due to a soldering issue on the power supply subassembly. This solder is applied by the supplier; however, it is inconclusive, how the power supply had an issue post manufacturing/testing at supplier and at abbott. Further root analysis with the supplier revealed that the most probable root cause of this solder issue was due to process variation during the wave solder machine step. The soldering issue was addressed by a corrective action implemented by the supplier to increase the scope of the training and employees were certified to have completed this in oct2023. The power supply subassembly under this complaint was manufactured on 20oct2022. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. The power symbol is illuminated green when the mobile power unit is powered and functioning properly. Heartmate 3 instructions for use rev a, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.